Event description:
It was reported that using a femoral artery access approach during a procedure of the narrow, 90% stenosed, distal left anterior descending artery (lad) a 2.5 x 15 mm non-abbott balloon dilatation catheter (bdc) was advanced to the lesion. It was noted that a voyager nc was also used in the procedure at some point. An indeflator was connected to the voyager nc and pressure applied but the balloon was not pressurized and contrast leak was noted distally while the gauge remained at zero. While attempting to use the indeflator the handle broken and the device could not be used. A 4.0 x 15 mm non-abbott bdc was used for post-dilatation of the unspecified stent to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.